Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned -reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 23-feb-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 03-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated she has been using the meter since (B)(6) 2026. The customer called concerned with test results from results obtained of 187 mg/d, date (B)(6) time 10:10pm, fasting 2-3 hrs after eating. The customer stated her expected fasting blood glucose test result range is 90-100 mg/dl. The customer reported feeling shaky; medical attention was not needed at the time of the call. Customer stated she went to the doctor today because she was concerned about the meter; per customer the doctor wanted the meter replaced. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. Test strip lot information was not provided; customer had discarded the vial. Per customer she had been using these strips prior to (B)(6) 2026. The meter memory was not reviewed for previous test result history.